Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving bupivacaine [40 mg/ml] at a dose of 26.36 mg/day an dilaudid [5 mg/ml] at a dose of 3.29 mg/day via an implantable pump for malignant pain, postlaminectomy pain, and spinal pain. An empty pump was reported on (B)(6) 2017. The representative had access to the patient and physician programmer and confirmed the empty pump alarm was occurring. It was indicated that the patient missed the refill. It was noted that the representative thought the patient mentioned something related to numbness of either having numbness or having no more numbness. The date of the event was reported to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2017-jan-12. It was reported that an hcp initially reported the event to the representative. It was indicated that the patient experienced numbness and that it was possibly related to the empty pump, per the patient. The pump was filled as an action taken to resolve the empty pump and numbness. The representative had no information regarding troubleshooting performed and the resolution of the empty pump and numbness.